Manufacturer narrative:
Section 10: concomitant medical products: biolox delta femoral head 36mm od, +0mm (cat# 170-36-00 / serial# (B)(6). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, the 71 y/o male patient originally had left tha done on (B)(6) 2016. The patient returned to surgeon's office with complaints of pain, stiffness, and dissatisfaction with their left tha. Upon examination, the patient presented back with a recalled gxl liner and was signed up for left revision tha possible poly swap. The patient underwent revision left tha surgery on (B)(6) 2023. Their patient underwent an acetabular liner exchange and a femoral head exchange. Patient was revised to novation xle neutral liner g4 36mm, biolox option femoral head 36mm and biolox option adapter +7mm 12/14. The patient left the operating room (or) stable. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. Sales rep was unable to obtain x-rays or images. The devices are not available for evaluation due to the product were kept by the facility.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6 MDR section codes updated/corrected: a, b, c, d, e, g the most likely cause for the reported revision due to prosthesis wear is a combination of the risk factors: such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential). However, this cannot be confirmed as the devices were not returned for evaluation, and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.